Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a blank white receiver screen on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, the receiver passed visual inspection. A review of the receiver data log found a hardware error code and a screen error alarm deeming this complaint reportable on (B)(4) 2015. The customer complaint was confirmed. The root cause could not be determined.